Manufacturer narrative:
The reported event indicates that the patient experienced a hemorrhagic stroke and subsequently expired. The hvad pump was not returned for analysis. The site reported that the death was not related to the hvad device. Efforts to obtain additional information regarding the event were unsuccessful despite multiple attempts. A review of the device manufacturing records confirmed that hvad pump met all requirements prior to its release. Bleeding and stroke are a known potential adverse events that may be associated with the use of the heartware system as outlined in the device labeling. While the cause of the reported event cannot be determined as this type of event is multifactorial in etiology, additional patient, procedural, or pharmacological factors may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Pump not return for analysis.

Event description:
This event involved a patient who experienced a hemorrhagic stroke approximately sixteen months post heartware lvad implantation. Investigation is ongoing.